Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during interrogation of the subject pacemaker for preparation purposes prior to an implantation procedure, the device was reportedly found in standby mode. There were no devices in the vicinity that could have caused interferences. The pacemaker was not implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, during interrogation of the subject pacemaker for preparation purposes prior to an implantation procedure, the device was reportedly found in standby mode. There were no devices in the vicinity that could have caused interferences. The pacemaker was not implanted.